Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dbc system. During an interventional procedure, the user reported no communication from the real time controller. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware failure. The investigation showed that the root cause was a hw failure of the system component "rtc" (real time computer). The affected rtc was returned as a complaint part, was tested in the lab and a defective capacitor of the basic hardware of the rtc was identified as a non-conformity. As a result, the voltage for the rtc was interrupted and all affected components (sw components running on rtc and hw outputs of rtc) switch off immediately so that a safe control of basic system functions (x-ray imaging and movements) is not possible. The system was installed 2007 and this failure happened after 12 years of operation. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The operating manual contains a warning regarding the need for establishing emergency procedures in such cases. The entire rtc has been exchanged by the local service organization and the error did not reoccur. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.